Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
Eius uni knee components were explanted and revised to a total knee on left leg. The reason for revision was progression of disease.

Manufacturer narrative:
An event regarding revision surgery involving a eius uni tib lrg 8mm lm/rl was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
Eius uni knee components were explanted and revised to a total knee on left leg. The reason for revision was progression of disease.